Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800267 was manufactured on 06/12/2018 a total of 288 pieces. Lot was released on 07/04/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with a clip closed in the jaws of the device. The sample appears used as there is biological material present on the device. First, the clip was manually removed , and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are likely intact. However, the ratchet sound that was heard seemed softer than what is normally expected. The first clip was unable to load properly and was unable to latch onto the bottom jaw. Upon further examination, it was noticed that there is a buildup of biological material in both jaws, which may be preventing the clips from loading properly. The buildup was manually removed from both jaws and another attempt was made to fire the device. This time, a clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. The remaining clips were able to properly load and were successfully applied to over-stressed surgical tubing. It was observed that for the first three clips, the ratchet sound heard seemed softer than what is normally expected. When the fourth clip was fired, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The sample was disassembled to inspect the internal ratchet ears. It was observed that both ratchet ears were broken. The soft ratchet sound heard during testing of the first three clips indicates that one of the ratchet ears was still intact while the other was already broken. Since no audible ratchet sound could be heard when the fourth clip was fired, it appears that the ratchet ear that was intact was broken during testing. The sample was received with 5 clips remaining in the channel including the partially loaded clip, indicating that 10 clips were fired by the end user. Although the remaining clips were able to fire properly after the buildup of biological material was removed from both jaws, the broken ratchet could prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "failure to function" was confirmed based upon the sample received. One device was returned. Upon functional inspection, it was found there was a buildup of biological material stuck in both jaws which prevented the clips from properly loading. After the buildup was removed, the remaining clips were able to properly load into the jaws of the device and were successfully applied to over-stressed surgical tubing. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was received with 5 clips remaining in the channel including the partially loaded clip, indicating that 10 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clip was found closed after being stimulated or activated.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found closed after being stimulated or activated.